Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that no image occurred due to patient board set (circuit board/printed circuit board) failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty patient board set. During the evaluation it was found that there were worn out video connector latches causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center does not display any image when using the 180 scopes during preparation for use. The intended diagnostic procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.